Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels near 400 (mg/dl) in the past; however, no specific event dates were provided. Reportedly, customer noticed the elevated bg levels when their pump cartridge would reach 20 units of insulin. Customer would change pump supplies to treat their bg levels.